Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery the tip of the vitreoretinal ladder was broken and fell into the patient eye. It was removed in the same procedure. The procedure and patient details were not reported. The patient impact was not reported. Additional information was requested, none received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received in its inner blister, the broke off scissors blade was in also in a foil bag. The tyvek foil and the outer blister were missing. The device shows macroscopic signs of damage, namely that one blade is broken off. The instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage. The cross section of the broke blade did not show any abnormality of the material. As the blister was opened by the customer, the product was handled. The situation in which the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is therefore confirmed but the root cause cannot be conclusively identified by this investigation. No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).